Manufacturer narrative:
Manufacturer narrative: the customer initially reported that the cns (central network station) was showing a green hue. While troubleshooting with nihon kohden technical support, the customer tried changing display monitors and restarted the cns. The cns failed to boot into the monitoring software correctly, it gave a "display settings error" despite having all correct display settings. The device involved in this event was not returned. Nihon kohden technical support followed up with the customer who stated they did not know anything about this issue.

Manufacturer narrative:
The customer initially reported that the cns (central monitoring system) was showing a green hue. While troubleshooting with nihon kohden technical support, the customer tried changing display monitors and restarted the cns. The cns failed to boot into the monitoring software correctly, it gave a "display settings error" despite having all correct display settings. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer initially reported that the cns (central monitoring system) was showing a green hue. While troubleshooting with nihon kohden technical support, the customer tried changing display monitors and restarted the cns. The cns failed to boot into the monitoring software correctly, it gave a "display settings error" despite having all correct display settings.